Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, twelve separate wire fractures were observed on the lead's inner coil from 180-201 mm from the terminal pin. No evidence of outer insulation damage was observed and only minor abrasion to the inner insulation were observed in the fracture region. These fractures were located distal to the suture sleeve. Due to the location, it is likely these fractures were caused by entrapment in the clavicle and first rib region.

Event description:
Boston scientific crm received information that this right atrial (ra) lead was fractured and exhibited high impedance measurements of greater than 2500 ohms one year and ten months post implant. This lead was explanted and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.